Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the suture was found inside the ligator cap which caused difficulty installing the device. When the device was installed, the band was attempted to be released; however, the band would not fire. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the suture was found inside the ligator cap which caused difficulty installing the device. When the device was installed, the band was attempted to be released; however, the band would not fire. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Initial reporter address: (B)(6). Block h10: investigation results received one speedband superview super 7 with the ligator head for analysis. A visual examination of the unused ligator head found that the suture was incorrectly positioned. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. There were no issue noted with the handle assembly. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.